Manufacturer narrative:
The patient's lead information is unknown at this time. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation from the drg system. Consequently, the patient will undergo surgical intervention to address the issue.

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2018-04721. Additional information obtained identified the patient's drg system consists of two leads. The second lead has been added to this report as a new device (device 2).

Event description:
Device 1 of 2. Reference MFR report#: 1627487-2018-04721. Additional information revealed the patient underwent surgical intervention wherein the system was explanted.